Event description:
It was reported that the patient had a cerebral spinal fluid (csf) leak on (B)(6) 2012. It was reported on (B)(6) 2012 that the patient had a headache and on (B)(6) 2012 abdominal edema was noted at the incision site. Intervention included an abdominal binder on (B)(6) 2012, followed by a seroma drain and blood patch on (B)(6) 2012. It was indicated that the csf was cultured on (B)(6) 2012 and there was no growth after 4 days. There also was a catheter dye study performed on that same day and results revealed a persistent leak along previous catheter tract site. It was later reported of recurrent fluid collection on (B)(6) 2012. It was noted on (B)(6) 2012 that another cap study was done to check post csf repair and found no leak in the catheter. The outcome was reported as resolved without sequelae on (B)(6) 2012. The drug delivered via pump was morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).